Event description:
It was reported that the device has an alarming ¿low water level¿ when adequate water is available. The event occurred prior to patient use or any preliminary setup was done. There was no delay in therapy. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: device received on 1/22/2025. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem was able to be verified. The cause of the issue was the faulty float switch. No action was taken due to the condition of the device. It was deemed beyond economical repair and will be scrapped. Service history identified that no previous repair has been noted in the last 12 months.